Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking inside the housing. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: september 02, 2022 - september 07, 2022. H10: the actual device was received for evaluation. A visual inspection was performed which noted fluid contained inside the housing. Further inspection revealed the cause of fluid inside the housing was due to missing film-wrap. The film-wrap is located at the upper area of the bladder. The film-wrap fastens the bladder to the stressmember. If the film-wrap is missing, the bladder would not inflate and the fluid would leak inside the housing. The reported condition was verified. The cause of the condition was determined to be due to an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.